Manufacturer narrative:
Initial and final (B)(4) - device 1 of 2. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in spain. It was reported that the patient experienced an infusion set bent cannula event on (B)(6) 2026. The bent cannula caused occlusions, leading to high blood glucose levels. The issue occurred with two infusion sets. No further information available.